Event description:
During a procedure while on the left side attempting to bring the mid1 around the left pulmonary veins, the surgeon indicated he felt a pop. The mid light became visible thru the left atrial reflection at that time. Once the mid was around the pulmonary veins, bleeding was noticed and the blood pressure started dropping. The surgeon completed a sternotomy and placed the patient on by-pass. A hole in the right inferior pulmonary vein was noted and repaired. This was opposite the side he was working on. A 2nd smaller hole was noted on the dome and also repaired. No further ablation or appendage management was attempted. Patient was taken off by-pass and sternotomy closed.

Manufacturer narrative:
(B)(4). The device was not retained by the facility. Device not returned for evaluation however device history record reviewed and no non-conformance or re-work noted during manufacturing process that would be related to the reported issue.